Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the male luer adapter broke off inside of the luer activated valve. The reported condition was verified.  By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of clearlink system continu-flo solution set broke off inside the luer activated valve. When the nurse "removed from the IV from the valve", the nurse "did not notice that it had broken". The "valve remained open and blood began to backflow into and out of the valve". There was no patient injury or medical intervention associated with this event. No additional information is available.